Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a deformation in the plastic tray was confirmed, and appears to be caused from prolonged exposure to excessive heat. The source of heat is inconclusive, but was most likely associated with shipping or environmental conditions outside bard control. One unopened hemostar kit from lot #reas1491 wasreturned for investigation. The kit had the international label applied to the (B)(6) sheet. The returned sample exhibited deformation in the inner tray. The flanges were curled toward the clear plastic sterile barrier. A sharp instrument slit, less than 1cm in length, was observed in each bottom corner of the (B)(6). The slits did not penetrate the sterile barrier. It appears that the tray was damaged from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bard control. Autoclaving can also cause excessive heat. The tray should not be re-sterilized. The label on the outside of the kit states, ¿do not use if package is damaged.¿ a lot history review (lhr) of reas1491 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (reas1491) have been reported from the same facility.

Event description:
It was reported by doctor that the plastic in the package was found to have been hardened without opening the package.